Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding damaged and stripped threads on a tritanium window trial was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the reported event, the threads of the trial were damaged. Although there was noted damage to the trial shell threads, the universal impactor assembled and was able to hold the shell. -device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review found no other similar events for the reported lot. Conclusions: the reported thread damage likely occurred over many uses over the service life of the device.

Event description:
During product demonstration the trial acetabular liner stripped the threads.

Event description:
During product demonstration the trial acetabular liner stripped the threads.